Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported her insulin pump keeps going into threshold suspend mode when her blood glucose is not low. Customer's sensor reading was 60 mg/dl, but when she checked her blood glucose it was 130 mg/dl. Customer was advised of proper sensor insertion and calibration methods. She stated she does not use over tape because she has a reaction to it. The cannula will be bent as a result of the sensor not sticking. Customer was advised to monitor the sensor performance. Nothing further reported.